Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently this device was explanted and replaced. This product has not returned for analysis. No additional advent patient effects were reported. This device has not been returned for analysis. A review device diagnostic data by boston scientific personnel noted evidence the device was not functioning as expected. The complaint allegations have been confirmed, however a cause could not be established.